Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation was performed and revealed that the patient's right ventricular (rv) lead exhibited noise oversensing and high, out-of-range pacing impedance. It was suspected that the rv lead was fractured. The rv lead was capped and replaced on 18 may 2026. The patient was stable throughout.